Manufacturer narrative:
Analysis of the switch component revealed that sensitivity to external stress had caused the failure of a resistor. The failure resulted in a small spark, or shock. Although, this is not a statistically significant complaint and may be due to misuse or failure to follow instructions of the part of the consumer, because the inspection also found the following: cracked switch case, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration. We have initiated the following corrective actions: we have reinforced the terminals leading into the switch to reduce th e possibility of current fluctuations and/or open continuity. We are investigating the possibility of repositioning components to reduce the possibility of accidental contact within the switch-case.

Event description:
Customer reported they received a shock from the switch.